Manufacturer narrative:
Cont'd concomitant medical products: 35 ml monoject syringe, (3)8100, (3)pri tubing, therapy date. The customer¿s report of a failure to alarm was not confirmed. Analysis of the pcu event log shows that at 3:52 am on (B)(6) 2017 the pca module was programmed to infuse a continuous infusion of fentanyl 1500mcg in 30ml using a 35ml monoject syringe with 24.184ml detected. The infusion continued until 2:59 pm when the device was channeled off. The total volume recorded as being infused during this period was 17.2844ml with 6.5ml of that total given via 6 bolus doses. During that period the device alarmed 4 separate times for pca door open. The first three times, the user again programmed fentanyl 1500mcg in 30ml but each time a 35ml monoject syringe was selected with different volumes detected. The fourth time the device alarmed for pca door open, the user channeled off the device for the last time. The root cause of the report of a failure to alarm was not identified. No device was returned for investigation. The customer also stated that the syringe was empty, the IV line was disconnected from the patient, and the plunger was not attached to the syringe but was still held by the syringe clamp. The syringe in use was identified as a 35ml monoject syringe with a removable/reusable plunger. Functional testing was able to replicate a scenario where the plunger head is clamped into the pca module but the plunger is not inserted into the syringe barrel. In this scenario, the syringe can empty due to the siphon effect. The siphon effect can also occur when the plunger rod is correctly inserted into the syringe barrel but is not clamped into the pca module. It cannot be determined how the plunger separated from the syringe barrel and it also cannot be determined how the IV line became disconnected from the patient. No devices received, log review only.

Event description:
The customer reported that at 0355 a continuous infusion of fentanyl pca (50mcg/ml) was programmed at 1ml/hr. At 1105, the nurse noticed that the syringe was empty and the fentanyl tubing was not connected to the patient. The device appeared to be "infusing" out not alarming. The nurse removed the plunger grippers to change the tubing and reported that the plunger dropped into an empty syringe; the plunger had been held by the grippers but not screwed into the actual syringe. The customer did not believe the patient received the fentanyl. There was no report of patient harm however additional sedation (propofol) was bolused during this time frame. The event occurred in the ICU. The customer believes this to be a user error and not a pump issue. The customer tested the fentanyl concentration and stated it was "within the margin of error."